Event description:
The customer reported that the ECG via pads stopped working during a patient code. There was no report of adverse patient outcome.

Manufacturer narrative:
(B)(4). The customer reported that the ECG via pads stopped working during a patient code. There was no report of adverse patient outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.